Event description:
It was reported that during a lap chole procedure, the device was closed on a vessel on the third or fourth firing and would not release. Another clip applier was opened and clipped above and below the device in order to cut the device out. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.